Event description:
It was observed that during the device evaluation, the flex video scope exhibited a clogged nozzle, with a foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light guide rod lens was cracked. The charged, coupled device cover lens, the connecting tube, and the switch box unit, all had a scratch. The plastic distal end cover had a sharp edge. The bending section cover was porous. The bending tube was deformed. The air/water nut paint was peeling off. The suction cylinder nut paint was peeling off. The insertion part, the distal end, and air/water channel were clogged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.